Event description:
It was reported that the patient's device was reporting high impedance during an office visit. The patient has been referred for revision however no surgery has occurred to date. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.